Event description:
The site was performing a tandem treatment. The proximal reference lumen diameter (rld) was determined to be 3.3 mm and the distal rld was determined to be 2.8 mm. The proximal segment was treated successfully. The rld value for the distal segment was mistakenly entered as 3.3 mm rather than 2.8 mm as was measured. The site investigated the possible misadministration with the depth dose tables provided in the galileo instructions for use. The site calculated the dose delivered to be 26.4gy.